Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24feb2020.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) could not duplicate the issue. The fse rebooted, and re calibrated, and issue worked normally.